Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, fever and chills. The patient was encouraged to go to the hospital for treatment the day of symptoms onset but he declined. The patient was hospitalized eight days after onset of the peritonitis event. On an unknown date during the month prior to receipt of this the report, the patient was treated with intraperitoneal vancomycin, last dose was given 19 days prior to receipt of this report (dose and frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as the son, who was helping the patient to perform pd therapy was not properly trained, did not wash his hands, had a cold, and neither the son nor the patient wore a mask. Dianeal therapies were ongoing. The patient was discharged 16 days after admission. It was reported the patient was retrained in aseptic technique. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.